Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha november of 2006 with no complications noted. Patient had a revision on (B)(6) 2015. Findings revealed cystic lesion anterior to the right tha consistent with pseudotumor. Head adapter would not release from stem, a high-speed burr used to cut through adapter. The head and taper were explanted and replaced with zb components. All other implants remained. No other complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - head. D10: cat# 11-104211 lot# 301760 mlry-hd lat por fmrl 11x160mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, underwent a revision on approximately 9 years later due to CT findings revealing possible pseudotumor. Noted fluid in hip, and head adapter would not release. Cup & stem retained. It was reported that no further information could be provided.